Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for routine device check. Upon interrogation, the cardiac monitor exhibited undersensing. The device was reprogrammed. The patient was in stable condition and would continue to be monitored.